Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the universal exhalation porting block was observed. The device's universal exhalation porting block was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was allegation of device malfunction. The device was not in pt use.